Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the pump was exposed to x-ray equipment at the airport. Customer would change the pump supplies to address the issue and ultimately reverted to an alternate method of insulin therapy. There was no adverse impact to customer¿s blood glucose level.